Manufacturer narrative:
Analysis of programming history.

Event description:
Per review of the patient's programming history, it was found that faulted system diagnostics were performed on 2/29/2012. A final interrogation was not performed after these diagnostics were run, and the patient was found to be at different settings upon initial interrogation at the following visit of (B)(6) 2012. Aside from the software model and version number, the product information of the programming system is unknown. No other information was provided.